Event description:
It was reported the black plastic piece is burnt at the connection level. There were no reports of patient impact.

Manufacturer narrative:
Concomitant: cev6795b tube cev6795b dia 5mm 350mm; lot 130304; mfg 03/2013 2. Cev634-1a bipolar insert cev634-1a 350mm mouiel; lot 130507; mfg 05/2013. (B)(4): product analysis was performed on part# cev669b. Per the analysis the black plastic piece is burnt at the connection level. The burn of the plastic is the consequence of the formation of an electric arc probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). Product analysis was performed on part # cev6795b; no issues were found. Product analysis was performed on part # cev634-1a. Per the analysis loose distal plastic ring and unwelded proximal metal ring.